Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic shoulder stabilization procedure on (B)(6) 2022, it was observed that the coracoid drill device was broken and did not drill properly. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
UDI: (B)(4). The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: both photo and device were received for evaluation. Upon visual inspection of the photo, it was found that the drill tip was broken. According with the visual inspection of the photo, this complaint can be confirmed. The possible root cause can be attributed to hard and repeated use, since this device is reusable, the continuous use and sterilization process can cause metal fatigue leading to a broken drill tip, however, this cannot be conclusively determined. Upon visual inspection of the device, it was found that the drill tip was broken. The device's shaft had no structural anomalies. According with the visual inspection, this complaint can be confirmed. The possible root cause can be attributed to hard and repeated use, since this device is reusable, the continuous use and sterilization process can cause metal fatigue leading to a broken drill tip, however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device 20k04 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.